Manufacturer narrative:
Internal file number - (B)(4). The device returned for analysis. The complaint investigation determined the reported difficulty was related to manufacturing issues associated with the protective sheath. On march 14, 2017, abbott vascular decided to initiate a voluntary field action for some sizes and lots of the nc trek family of dilatation catheters for difficulty to remove sheath which may lead to inflation or deflation issues. Abbott vascular performed a comprehensive investigation which included device analysis, manufacturing evaluation and trend analysis. The root cause identification was complicated by the fact that users were describing multiple symptoms when reporting the complaints. To date, the frequency of worldwide reported events for difficulties removing the protective balloon sheath, inflation and deflation has reached an actionable limit, thus abbott vascular communicated the voluntary field action to the FDA on march 17, 2017 [medwatch # 2024168-2017-02310]. Corrective action has been implemented per site operating procedures. The product will continue to be trended. The abbott internal recall number is 2024168-3/14/2017-002-r.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information. On march 14, 2017, abbott vascular decided to initiate a voluntary field action for some sizes and lots of the nc trek family of dilatation catheters for difficulty to remove sheath which may lead to inflation or deflation issues, [medwatch # 2024168-2017-02310].

Event description:
It was reported that during the procedure to treat a concentric, 75% stenosed, de novo, non-heavily-calcified lesion in the mildly tortuous mid diagonal coronary artery, an unspecified stent was deployed. A 3.25x15mm nc trek rx balloon dilatation catheter (bdc) was unpackaged, flushed, its protective sheath was removed without difficulty, then the device was soaked and prepped without issue. The nc trek rx bdc was then advanced without resistance to the stent to perform post-dilatation. While the bdc was pressurized to nominal pressure, the balloon itself did not inflate at all. Another nc trek rx bdc was used to complete post-dilatation. There were no adverse patient effects and no occurrence of a clinically significant delay. No additional information was provided.